Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/10/2016 that on (B)(6) 2016 the receiver had no audio output. A root cause cannot be determined. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. A manual test was performed and failed. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.

Manufacturer narrative:
(B)(4).